Event description:
It was reported that pump experienced repeated malfunction alarms with a specific malfunction code and associated button and charging issues, and these events were not preceded by any notable conditions. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged a warranty replacement pump with updated software, confirmed shipping details.